Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6, h10. 4310- intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have corrosion on the yaw pulley. No signs of thermal damage were found. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire was sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. Additionally, the instrument was found to have a frayed grip cable at the distal end. The instrument was found to have a severely bent grip, causing side to side misalignment of the grips there was a 0.096¿ offset at the tips. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaw.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the instrument (lot # n10170307-0063) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2018 on system sk0695. The instrument was not recognized by the da vinci system on the date of this alleged event, therefore the logs show the last successful usage. The instrument had 4 uses remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the fenestrated bipolar forceps exhibited signs of thermal damage with no evidence or claim of user mishandling or misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. The information for fields in initial reporter is not available. Recall is not applicable.

Event description:
It was reported that prior to starting (pre-anesthesia) a da vinci-assisted endometriosis resection surgical procedure, the fenestrated bipolar forceps instrument exhibited melting in the insulation and at the tips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer on (B)(6) 2020 and obtained the following additional information: the issue was observed at the very beginning of the operation, while the customer was introducing the instrument to the system. The system was not able to recognize the instrument. The customer tried multiple times to introduce the instrument and adjust the arm cover, but the issue did not resolve. The customer changed to a new instrument to complete the procedure.